Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported while using a pump module, the insulin infused faster than expected in a short amount of time. The programmed rate was reported as 5 units power hour with a total volume of 100 ml. There ws no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.